Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination the returned device confirms the reported event of tip breakage. Previous investigations, including evaluations by a depuy material scientist has determined that user error is the most likely root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. (B)(4) was approved and completed on january 15, 2010, which includes improvements to bolster the durability of this instrument. The date code pg0311 indicates the instrument was manufactured in march 2011; after the changes. Because there have now been failures reported involving the improved design, an additional preliminary risk assessment, (B)(4) was initiated in january 2013. The preliminary risk assessment concluded there was no additional or new patient harm associated with the devices. Additional corrective action is not indicated at this time. Product will be monitored under post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The tip of the inserter broke off in the patient while inserting a trilock stem in an anterior approach total hip. Dr. (B)(6) believes that it was wedged in the threaded portion of the stem itself, but was not able to be removed. We took x-rays to try and locate the missing piece, but were unsuccessful in locating it. The decision was made by dr. (B)(6) to irrigate and close up the patient.